Event description:
It was reported that no transmitter readings occurred. The sensor was inserted into an unknown insertion site on an unknown insertion date. Data was evaluated and the allegation was confirmed as a signal loss greater than an hour was confirmed. The probable cause was determined to be a signal loss. The probable cause of the signal loss could not be determined. The reported event of no transmitter readings is reportable based on the finding of a signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).